Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, multiple false pause episodes were observed due to undersensing. The device was reprogrammed and the event resolved with no adverse consequences to the patient.